Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit gives an autofill failure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance the cardiosave intra-aortic balloon pump (iabp) unit gives an autofill failure alarm. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, investigation conclusions). Additional information: e1(event site telephone: (B)(6). It was reported that during maintenance the cardiosave intra-aortic balloon pump (iabp) unit gives an autofill failure alarm. There was no patient involvement. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The device is out of stock in the clinic and hence will be tested at another time. Completed repair with all functional and safety tests per manufacturer specifications.